Event description:
On 3/6/97, a cataract extraction with iol was performed on pt. Md noticed a foreign body, inside the eye. Analysis of event revealed that this may be due to user error when device was inserted into handpiece. A wrench is used to tighten the tip and may have been used incorrectly.